Event description:
Resident was sitting in chair. Resident stated "I mashed the button and I slid out." Resident sustained 1/2 cm cut over (l) eye brow requiring stitches. (L) side of face bruised and swollen. Rec'd treatment at ER.